Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v596737, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# v, product type: programmer, patient. (B)(4).

Event description:
It was reported that the lead component fractured while moving the patient¿s implantable neurostimulator (ins) to the other side. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.